Event description:
It was reported that the needle broke off the suture and was lost in the patient's tissue.

Manufacturer narrative:
(B)(4). The device history record 74j1401959 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. A non-conformance was issued for another condition that is not related to the failure mode reported. Sample from product code 833-124 was received without its original package instead the unit was received on a ziploc with a disinfection tag. This product configuration is needle-bullet. During sample analysis the needle attachment was found to be ok while the bullet attachment was missing. During the inspection of the suture it was detected that the crimp of the attachment is present but not the bullet. With this evidence the failure mode bullet detached is confirmed however right before the crimp the suture showed a damage. A dimensional inspection to the suture on the sample received was performed, the suture is within specifications. A functional inspection cannot be performed since the sample returned was not complete, bullet is missing. The sample returned for evaluation shows a damage right before the crimp on the suture (bullet side) also per complaint description the suture was used with a capio device. Since the suture interacted with another device (capio) and per damage spotted prior the crimp the customer complaint cannot be confirmed since it is uncertain that the suture was used properly. The sample returned for evaluation shows a damage right before the crimp on the suture (bullet side) also per complaint description the suture was used with a capio device. Since the suture interacted with another device (capio) and per damage spotted prior the crimp the customer complaint cannot be confirmed since it is uncertain that the suture was used properly. Although the condition reported is confirmed there is not enough evidence to confirm that this issue was done during the manufacturing process. Manufacturing personnel was notified of this event for awareness.

Manufacturer narrative:
(B)(4). The device history record 74j1401959 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. A non-conformance was issued for another condition that is not related to the failure mode reported. Sample from product code 833-124 was received without its original package instead the unit was received on a ziploc with a disinfection tag. This product configuration is needle-bullet. During sample analysis the needle attachment was found to be ok while the bullet attachment was missing. During the inspection of the suture it was detected that the crimp of the attachment is present but not the bullet. With this evidence the failure mode bullet detached is confirmed however right before the crimp the suture showed a damage. A dimensional inspection to the suture on the sample received was performed, the suture is within specifications. The sample returned for evaluation shows a damage right before the crimp on the suture (bullet side) also per complaint description the suture was used with a capio device. Since the suture interacted with another device (capio) and per damage spotted prior the crimp the customer complaint cannot be confirmed since it is uncertain that the suture was used properly. The sample returned for evaluation shows a damage right before the crimp on the suture (bullet side) also per complaint description the suture was used with a capio device. Since the suture interacted with another device (capio) and per damage spotted prior the crimp the customer complaint cannot be confirmed since it is uncertain that the suture was used properly. Although the condition reported is confirmed there is not enough evidence and no lot number to confirm that this issue was done during the manufacturing process. Manufacturing personnel was notified of this event for awareness.

Event description:
It was reported that the needle broke off the suture and was lost in the patient's tissue.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the needle broke off the suture and was lost in the patient's tissue.